Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company accepted criteria. Add'l info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported during the creation of the flap he had difficulty with the vacuum achieving proper docking of the pt interface and the suction ring. He restarted the treatment after applying a brimonidine tartrate ophthalmic solution to the cornea. On the second attempt, suction was successful; however, there was a small area of the flap that was uncut. This event occurred in both eyes. There was also an opaque bubble layer (obl) in both eyes. Neither issue impacted the visual axis/pupil. The surgeon was able to lift both flaps, while protecting the uncut areas and hinges, he completed the lasik procedure on both eyes. He was unable to lift the uncut small section of the superior area near the hinge of both flaps. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.